Event description:
It was reported that the transmitter experienced an unexpected restart and would not register the sensor. The blood glucose reading was 135 mg/dl. The customer stated that she had had this issue for a few weeks. She stated that the reinitialization occurred after she inserted the sensor for about 5 hours. She stated that upon inspecting, the insulin pump showed that the sensor age was only 2 hours when the customer advised that it had been inserted for over 5 hours. She was unable to troubleshoot the transmitter due to lack of a working test plug. She stated that the insulin pump alarmed sensor error, for which she declined troubleshooting. Advised replacement of the transmitter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with damaged cow catcher corner. However, the device passed functional testing.